Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 405 mg/dl. The customer did not give further information on high blood glucose levels. The customer also reported that the insulin pump alarmed off no power. The customer states she understands and will call back if further assistance is needed. The pump will not return for analysis.